Manufacturer narrative:
The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report that the patient was in the operating room and sedated, however, at the moment of docking, universal surgical manipulator (usm) 1 presented fault 1162 and could only be deactivated. The customer advised that they had already restarted the system a few times, but the fault persisted. The field service engineer (fse) reviewed the system logs and identified the reported error 1162. The fse then provided guidance on the correct way to perform the emergency power off (epo) process, but the error could not be resolved as the system only allowed usm 1 to be deactivated. As a result, the surgeon inquired if it was possible to proceed with only 3 usms. The fse explained that since the system indicated that it was ready after deactivating usm 1, then it was possible to proceed with the procedure. There was no harm to the patient and the procedure proceeded as normal with the use of three usms and a surgical procedure delay of 20 minutes. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 1 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the product involved with this complaint to perform failure analysis. The usm was analyzed, and in the system logs, the error 1105 was found indicating a cannula fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where "cannula check test" was found to be failing on the axes controller spar cannula (acsc) board. Once testing was completed, the acsc board was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to component failure of the acsc board located on the usm which resulted in cannula recognition issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: it could not be confirmed whether ports were placed prior to the issue being identified. At the time of the call, the field service engineer (fse) was advised that the patient was sedated and that the system was experiencing an error, however, to the fse's understanding, the system had not yet been connected to the patient. There was no reported injury to the patient and the procedure was completed robotically with the use of three universal surgical manipulators (usms) as usm 1 was deactivated before the procedure began.

Event description:
Refer to h11 for follow-up information.